Manufacturer narrative:
The impella cp optical pump was discarded by the customer therefore a failure analysis investigation cannot be completed.

Event description:
The complainant reported a (B)(6) years old asian female patient had impella cp optical pump inserted for acute myocardial infarction (ami) with shock. The patient had an estimated blood loss of 1,000ml from the groin where impella was inserted. As a result, the physician had to repair the artery around the insertion site and four (4) units of red blood cells (rbcs) was given.